Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: evaluation revealed that the pump was returned with no evidence of physical damage on the bolus button cover. The button responds properly. A battery compartment crack was found along the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment. This report is made based on results of investigation completed on 07/11/2016.